Event description:
It was reported the catheter was being placed femorally in the emergency department. During insertion the spring wire guide kinked when it entered into the needle portion of the (B)(4) syringe. As a result, the wire was removed and he turned it around and used the stiffened end through the syringe and successfully placed the catheter. They do not know if this caused a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a guide wire that was kinked at 1.5 cm from the bottom of the j-bend at the distal end. The guide wire was found to be intact and within specification. The guide wire was inserted through a raulerson syringe from lab inventory at multiple orientations and positions with no resistance. A review of manufacturing records did not yield any relevant findings. The syringe and needle referenced in the report were not returned. The probable cause of this complaint could not be determined based on the information provided and without a complete sample. No further action will be taken.